Event description:
Per independent repair center statement the unit is alarming or red light. The key failure was the 4 way valve had a weak shift. Additional malfunctions include the pilot valve was leaking.